Manufacturer narrative:
The insulin pump alarmed motor error during the basic occlusion test due to faulty force sensor resistor however, the motor passed motor test. The insulin pump was received with minor scratched lcd window, cracked case near the display window corners and cracked reservoir tube lip.

Event description:
It was reported that the customer had a motor error alarm on the insulin pump when refueling the system. Customer's blood glucose level was 9.1 mmol/l. No further details given.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.